Manufacturer narrative:
On october 28, 2021, mentor received additional information indicating that the patient was also diagnosed with right breast deformity due to the ruptured implant, and also underwent capsulorrhaphy during the revision surgery on (B)(6) 2021. Mentor also became aware that the statement was erroneously omitted from the initial report sent on (B)(6) 2021: the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2021, an analysis of the suspect medical device's photo was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 590cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. The rupture was diagnosed via mammogram and physical examination. As a result, the patient underwent removal and replacement with a 590cc mentor memorygel breast implant (catalog: 3505590bc lot: 9559897 sn: (B)(4)) on (B)(6) 2021.